Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7092277.

Event description:
It was reported that the deep brain stimulation (dbs) patient has had several seizures since the initial dbs lead placement surgery. The patient had a seizure postoperatively on the same day as the lead placement surgery. The patient is getting treated with anti-epileptic medication.